Manufacturer narrative:
Reportedly, the hospital's biomed performed an endurance run with the device for several days without being able to duplicate the problem. The electronic log file has been evaluated by the manufacturer. It can be confirmed that the device posted a ventilator fail alarm and forced an autonomous shut down of automatic ventilation on the reported date of event. This was triggered by the self-monitoring function which detected a wrong motor position when operating in volume mode. Due to the sporadic nature of the malfunction, the most likely explanation would be dirt on the encoder wheel or the light barrier which disturbed the correct detection of the motor position. The device responded as intended on that specific error condition; it switched to manual ventilation mode and alerted the user to this condition by means of a corresponding alarm. Availability of manual ventilation, gas dosage and monitoring allowed the user to finish the procedure without complications to the patient.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The case was reportedly completed using manual mode ventilation and there was no patient injury reported.